Event description:
It was reported that an ilet user experienced sustained hyperglycemia associated with pump alerts for an occlusion and an empty cartridge, after which the user disconnected from the ilet and administered subcutaneous insulin by pen; the highest continuous glucose monitor (cgm) reading was 293 mg/dl with a glucometer reading of 275 mg/dl, and the occlusion resolved following a cartridge change while using a steel infusion set on the abdomen with a g7 cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included an unexpected medical intervention in the form of medication administration, without serious injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of insulin flow involving the connector or coupler, consistent with a deformation problem that impeded delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user¿s subsequent cgm value improved to 190 mg/dl and the user was advised to monitor and follow alerts.

Manufacturer narrative:
Initial.